Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work properly. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the cylinder connector, following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, the cause that contributed to the hole in the cylinder body was not confirmed as the hole appeared to be a result of the explant. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ams700 ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. The rear tip of both cylinders was identified to be have been shaved down. Both cylinders had wear at folds in the cylinder bodies. Cylinder 1 had a pinhole leak in the proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery. The window quick connector (wqc) of cylinder 1 was worn and no leaks were found. Cylinder 1 was not pressure test due to the leak that was identified. The kink resistant tubing (krt) of cylinder 2 was worn down to the filament. Cylinder 2 passed all tests performed. Product analysis was unable to confirm the reported events. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was not established; therefore, the conclusion code of no problem detected was chosen because the reported events could not be confirmed or substantiated through investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work properly. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a crack in the cylinder connector. Following the surgery, the patient was stable, improved and the event resolved.